Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: seroma and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, pain, slight amount of liquid is observed around the right implant and appearance of serous secretion through the nipple (seroma secondary to capsulitis). The device has been explanted.